Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. No sample was returned for investigation. The device remains implanted. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A consumer reported following an intraocular lens (iol) implant procedure he experienced eye pain, a vitrectomy, blurred vision, bag tear and increased blood pressure. Additional information was requested.